Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged. The lead was replaced with a new lead. The patient is a participant in the clinical service project study. No patient complications have been reported as a result of this event.